Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was administered topical and oral antibiotics (date not reported); however, this did not resolve the issue. The device was explanted (date not reported) and there are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on october 19, 2018. (B)(4).